Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was torn. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed upstream occlusion alarms. Functional testing was unable to duplicate the reported issue. The dso seal was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming. There was no patient involvement, and no patient harm/adverse event reported.